Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2010-04890 for the other associated device information. Patient on duodopa since (B)(6) 2007 has used several different brands of peg/j-tubes with treatment interruption. A titanous port was placed and rejected after approximately one month. The patient had repeated infections in the stoma site with all systems. It was reported to boston scientific corporation that an endovive standard peg kit pull method was being used in conjunction with the j-tube for the purpose of administering medication for the advanced stage of parkinson's disease. The peg kit was placed on (B)(6) 2009. According to the complainant, the patient presented with an infection, in the stoma site, without any fever along with intermittent motoric fluctuation. A cultivation was taken. The exact date of the event is unknown however; it is estimated to be around (B)(6) 2010. Antibiotic treatment was prescribed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(4)

Event description:
It was reported that during a laparoscopic total hysterectomy procedure, the device's blade broke and was retrieved laparoscopically. Another harmonic device was opened and the procedure continued laparoscopically. There is no other information at this time.